Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old caucasian male patient presenting for high rick percutaneous coronary intervention using the impella cp for hemodynamic support. During attempted insertion of the 14fr introducer into the right femoral artery, the patient endured a vasovagal rection that required cardiopulmonary resuscitation, intubation, and high dose catecholamines. The artery was inspected and no dissection or otherwise reported damage was present. A second insertion attempt took place on the opposing femoral artery with the same introducer and was successful. The introducer was left in the patient's artery. A large bleed eventually developed around the outside of the introducer that prompted removal of both the introducer and pump. Approximately 2 units of blood was delivered. No new impella insertion was required, thereafter.